Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were ramping and the buttons were sticking. The customer also reported a crack was present on the side of the reservoir compartment. Customer's blood glucose was 236 mg/dl. Customer also stated they were unable to rewind the insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer also reported the damage on the insulin pump was caused by wear and tear. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.